Event description:
It was reported that the patient's spectra had migrated out of the corpora but remained in the penis. The physician created a new pseudo-corpora and replaced the right cylinder. There were no patient complications reported.

Event description:
It was reported that the patient experienced migration of their spectra device of the corpora though it remained in the penis. The physician created a new pseudo-corpora and replaced the right cylinder. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of migration and perforation are known risks associated with implant of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.